Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose was 400 mg/dl. The current blood glucose is 299 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump passed the high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No delivery anomalies noted. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.